Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with approximately 300 units of insulin. Reportedly, the cartridge was changed to address the issue. Subsequently, it was reported that a minimum fill notification occurred after filling the cartridge with 275 units of insulin. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge and syringe needle were changed to address the issue. Customer's blood glucose was 269 mg/dl.